Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, post-op, the screws broke. The screws came in contact with the patient. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.